Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the impedance issues was unknown. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1jc7g, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Device returned, analysis not yet complete if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the healthcare professional (hcp) implanted the patient with a lead and battery. Impedance test was done and showed greater than 4000 ohms on several electrodes. The hcp disconnected the lead and battery, dried the lead and inserted it again. Impedance test was done several times without receiving any reading with the normal range of 50 - 4000 ohms. The hcp replaced the lead and battery with a new lead and battery. Impedance test was done with the new lead and battery, and it was within normal range. The issue was resolved at the time of the report. The manufacturer representative (rep) was at the health center on monday, (B)(6) 2018, to follow up on the implant and device. There were no further complications or anticipations reported with this event. On (B)(6) 2018, additional information was received from a consumer (via a manufacturer representative) regarding the patient. It was noted that the device was returned. On (B)(6) 2018, the rep confirmed that notified date for the out of range impedance report, and the lead and battery replacement. In addition, the rep noted that the report was sent and the device was returned after confirming the lots numbers and the patient information with device registration. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Analysis of the ins ((B)(4)) and the lead ((B)(4)) were completed. Analysis found that there were no anomalies or malfunctions with the devices. The device was tested and good impedances were observed on all electrode pairs. The output was also tested at the distal end of the returned lead and good stable output was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis results of the devices were completed.